Manufacturer narrative:
Patient weight not available from the site. A medtronic representative inspected the imaging system on-site. Could not reproduce the problem, however error loading calibration files is a known issue with 3.1.2 sw. The system was upgraded to 3.1.6 sw and tested. System passed all tests and was returned to service. A software investigation was also completed. The software investigation found that the reported event was related to a software issue and is a known anomaly. However, references to this instance were not added to the medtronic navigation software anomaly tracking database, since this anomaly was resolved in the next software version (3.1.6). A full imaging system check-out was completed following the software upgrade and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system was unable to acquire a 3d spin. It was reported that 2d shots could be taken, but when attempting to take a 3d spin by holding down the exposure button, the system could be heard preparing for a spin but then stall. It was confirmed the there was a green line of communication between the imaging system and the navigation system. It was also confirmed that the system showed a status of 'ready to acquire scan'. The door was opened and closed, and the system was rebooted. It was reported that after a system reboot, the system displayed an error message pertaining to a failure to load 3d configuration files. The use of the imaging system was discontinued because of the issue, and the procedure was completed successfully with the use of another imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. The patient was not impacted.